Event description:
A pump declared alarm 20 during operation, leading to a recurring cartridge alarm despite following proper loading techniques. There was no reported adverse impact to customer's blood glucose level. The customer could not resume insulin therapy with the pump, and technical support arranged for a replacement pump. The customer switched to multiple daily injections (mdi) as a backup therapy and was instructed on putting the pump into storage mode and returning it using a pre-paid label.